Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker. No moisture damage on electronic assemblies.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The pt's blood glucose level was at 144 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further info was provided.